Event description:
It was reported that the patient presented in the ER with chest pain and has pericardial effusion. The patient received one shock. X-ray revealed dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.